Event description:
It was reported that the user experienced hypoglycemia after approximately five hours of initial ilet pump use, with blood glucose reportedly in the 40s, treated with oral glucose including juice and glucose tablets, and the user reported falling asleep or possibly losing consciousness and waking diaphoretic; the user did not recall announcing a meal and did not believe prior long-acting insulin was on board. Symptoms included low blood glucose with sweating and possible loss of consciousness. Outcomes included system alerts for urgent low glucose, urgent low soon, and low glucose, and resolution with oral carbohydrate. Investigation included troubleshooting and user education. Investigation of this case revealed a cause could not be determined based on available information. It was concluded that the event was consistent with hypoglycemia of unclear cause without device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.